Manufacturer narrative:
The device used in this procedure was not returned as it was discarded due to contamination concerns. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
Following a percutaneous coronary intervention procedure in which a diamondback coronary orbital atherectomy device was used to treat a calcified lesion, the patient presented with fever on (B)(6) 2020. Blood cultures were (B)(6) for (B)(6). The infection was treated with antibiotics and subsequent blood cultures were negative. The patient remained hospitalized until (B)(6) 2020. Per the site, the fever and becteremia were of unknown source, and it could not be excluded that they were cardiac catheter related.